Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have no issues with engagement or recognition. The instrument was recognized by the electrosurgical unit (esu) e100. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was recoverable error and communication warning on the generator but not with the instruments. Additional findings : the jaw cover of the instrument was torn. The tears measured roughly .0425 x .0525". Visual inspection displayed no signs of missing fragments. There were no signs of thermal damage at the end of any tears. The probable root cause of damaged jaw cover is attributed to damage from mishandling/misuse, which may include improper handling of the instrument during either use or reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was observed to have a cutting issue. The procedure was completing as planned with no reported injury.